Event description:
It was reported that the ipg was moving on lower right side of back. There was an intermittent swelling and an increased in sensitivity over ipg pack. Discomfort and pain at the pocket site were noted. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned per hospital policy.